Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 60m thoracic aortic aneurysm. It was reported that the patient presented emergently with back pain, and CT approximately four months later showed a dissection on the proximal side (vamf4444c200tj). A secondary procedure was carried out on the following day and the procedure was completed without any endoleak. As per the physician, the cause of the event was patient anatomy. It was reported the vascular condition was poor and the dissection may have occurred from a wire used during the index procedure or from touch-up performed on the proximal side. Noadditional clinical sequele were reported and the patient is being monitored.